Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a52 alarm and reset anomaly due to buttons not responding. No blank display anomaly noted during test.

Event description:
The customer reported via phone call that the insulin pump restarted and had to reset time and date. The customer's blood glucose was unknown at the time of incident. The customer reported that the insulin pump received safety alarms. The insulin pump was returned for analysis.